Event description:
A nurse called to find out how to disconnect the insulin pump from the customer. The caller stated that the customer was recovering from surgery, and was being treated for a low blood glucose reading of 64 mg/dl. The caller was advised to either suspend the insulin pump delivery or to simply disconnect the tubing at the quick release. The caller chose to disconnect at the quick release. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.